Manufacturer narrative:
Investigation conclusion: the reported complaint of a failure at a stress point on the flexible connector cable was not confirmed on the returned keypad. ¿an internal inspection was performed on the returned keypad. Each layer of the front case was removed and inspected for anomalies and observed fluid contamination on the keypad. ¿previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. ¿an extensive investigation for this issue has been previously performed and completed through fi dir # (B)(4). Root cause analysis: the primary root cause is due to an inadequate cleaning process and design. The unresponsive pc unit keypads occur due to corrosion and damage to the circuit layer when fluid ingresses to the bottom right quadrant of the keypad, where the flex cable bends to the backside of the front cover. Fluid ingress causes cracks in the flex cable section of the keypad and corrosion of the silver traces resulting in trace interruption identified as an open or short circuit, ultimately leading to unresponsive keypad keys. Device history review: serial number (B)(4) service history record showed the device had a manufacture date of 23feb2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 23sept2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Only keypads were provided for investigation

Event description:
It was reported that the customer is replacing the front case; failure at a stress point on the flexible connector cable.